Event description:
A trilogy evo ventilator was returned to the third-party service center for foam replacement. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was not reported to be in clinical use. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation, it was noted that the device contained an error code that indicates a malfunction of the control pressure auto-null valve. In conclusion, the device¿s sensor board needed to be replaced to address the issue. The device was repaired, tested, and passed all final testing. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.